Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -12.00/1.0/085 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.